Event description:
Product problem with cellulose eye spears. Spears are contained in custom cataract tray mfg by alcon laboratories, inc. Catalog number 11036-11. Spears catalog number is 100010001. Physician has noticed that eye spears-cellulose sponges-appear to shed strands of fiber. These are noticed prior to using in eye surgery cases and can potentially cause problems if fibers were to get into the eye.